Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch ultra2 meter had displayed an unknown error message, suggesting a new test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on ¿(B)(6) 2015, 4:00am¿ the patient denies taking any medication to manages her diabetes and continued with her regular diabetes management regimen routine as a result of the alleged product issue. The patient stated that ¿2 minutes¿ after the error message appeared she developed symptoms of ¿sweating¿. On ¿(B)(6) 2015¿ the patient stated she was hospitalized and was treated by a health care professional (hcp) with saline. On ¿(B)(6) 2015¿ the patient also reported she obtained a blood glucose result of ¿86mg/dl¿ on the doctor¿s meter at the time of troubleshooting the cca noted that the meter error message was unknown replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.